Manufacturer narrative:
First name: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right side rupture and "capsular contracture baker grade unknown. Healthcare professional additionally reported breast deformation is observed with pain and change of consistency. The device still remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. The device was explanted and replaced.